Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted, as the lot number was not reported for this device. Conclusion: one device segment was returned for evaluation. A visual inspection found the catheter and inner guidewire lumen to be returned completely detached from the rest of the device; the proximal portion of the device was not returned for evaluation. Therefore, the investigation is confirmed for catheter detachment. Additionally, the investigation is inconclusive for the reported sheath incompatibility, as the balloon was not able to be functionally tested, due to the returned sample condition (e.g. Detached catheter segment, incomplete folding of the balloon material). It is possible that retraction issues contributed to the identified catheter detachment. However, the definitive root cause for the retraction issue or detachment could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly got stuck in the 6fr sheath upon removal from the patient. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly got stuck in the 6fr sheath upon removal from the patient. The balloon and sheath were removed as a single unit and no further treatment was provided. There was no reported patient injury.